Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. It was also received with moisture damage on the motor, battery tube and vibrator assembly. The alarms, green display, no button response and unexpected backlight could not be verified due to the blank display. It also had a cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked reservoir tube and cracked battery tube threads.

Event description:
The customer's mother reported via phone call that when the customer woke up, the insulin pump had a green screen, the backlight was on and it had a watchdog timeout error alarm. During troubleshooting, it was found that the buttons were not responding. The mother explained that the customer had wet the bed the night before and the device was exposed to moisture. Customer's blood glucose value was 385 mg/dl. She mentioned that the customer has had an ongoing issue with morning high blood glucose and would be going to the doctor. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.